Event description:
Pt presented with a focal external iliac lesion. Measurements were taken. A 6x16 paramount system was selected. The vessel was predilated with a 5mm balloon and then the vessel was stented. The stent was post dilated at low pressure with an 8mm balloon. According to the physician, the pt experienced pain. The arteriogram shows a distally migrated stent. The physician attempted to retrieve the stent with a snare. This attempt was unsuccessful so the pt was sent to surgery.